Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, a definitive root for a foreign material in the nozzle of the distal end section cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending angle in up direction does not meet the standard value and the play of up/down knob is out of the standard value due to wear of angle wire, adhesive on bending section cover has a chip and a crack, adhesive on bending section cover has white-clouded area, air supply volume does not meet the standard value and water removal ability does not meet the standard value due to clogging of nozzle, electrical connector has discoloration due to water leakage, grip is shaved, adhesive around objective lens is peeled, adhesives around light guide lens has white-clouded area, plastic distal end cover has discoloration, and the connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis lucera gastrointestinal videoscope exhibited foreign matter in the tip nozzle and actuator body. There were no reports of patient involvement.